Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11706. It was reported that a kink and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was selected. However, as the were getting ready to recapture the watchman® closure device, they noticed that the sheath was kinked. Difficulty recapturing the closure device was also noted. The closure device was removed and the procedure was completed with another of the same device. No patient complication were reported and the patient's status is fine.